Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges irritation in his throat. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed unknown white and black contamination, inconsistent with degraded sound abatement foam, at the air input of the blower box and potential white and black hairs or fibers at the air input of the blower box. Light dust-like contamination on the top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, potential mineral deposit spots/stains on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. Tiny unknown black and white specs of contamination on the bottom the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust contaminant and was not able to confirm the complaint or address the symptoms specified.